Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 30 mg/dl, and the meter bg reading was 200 mg/dl. Reportedly, the dexcom receiver was paired with the transmitter when the reported issue occurred. Customer unpaired the transmitter with the pump prior to the report with tandem technical support. No additional patient or event information was available. A root cause could not be determined.